Event description:
Pt was being transferred into chair with mechanical lift. The chair tilted forward and wheels/frame went backward. The pt's leg rests are always extended and weight shift tilted chair forward. Pt remained in chair and was not injured.